Event description:
His event is associated with the glow clinical trial, subject ID: (B)(6). It was reported that a female patient underwent bilateral reconstruction surgery with mentor glow study gel devices on (B)(6) 2018. During the patient¿s sixth-year follow-up visit completed on (B)(6) 2024, the patient reported they had their breast implants removed. Additional information was received on 09-apr-2024. Summary of the information provided: ¿no issues implants were too heavy and caused a lot of fatigue and weight gain so I got them removed due to that reasoning¿. This report relates to the left side.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illnesses h6 health effect - clinical code e2402: generalized illnesses mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on april 24, 2024 indicated that the removal surgery date was on (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This event is associated with the glow clinical trial. It was reported that a female patient who underwent augmentation surgery with mentor glow study gel devices on (B)(6) 2018. Adverse event # 2. Patient dissatisfaction with appearance, (left side, implant serial number: (B)(6). Doi: (B)(6) 2018, doe: (B)(6) 2023). On 10/15/2023, she presented with patient dissatisfaction with appearance, which required implant removal on (B)(6) 2023. The principal investigator assessed this event as mild in severity, non-serious, not related to the device. Manufacturer¿s reference number: (B)(4).